Event description:
Event was reported to caldera medical by an attorney. The pt has suffered infection, vaginal pain, urinary problems, unbearably painful intercourse, bladder spasms, bleeding, pelvic pain, discharge, order, incontinence, and constipation. No further info has been provided.